Event description:
It was reported to boston scientific corporation that on or around (B)(6) 2010, the patient had a laparoscopic-assisted vaginal hysterectomy, enterocele repair, anterior and posterior repair with gynecare prolift mesh augmentation, perineoplasty, cystoscopy, and placement of an obtryx curved sling system. The patient had a post-operative follow-up appointment on (B)(6) 2010, where she reported having urinary retention as well as severe pain at all of her surgery sites (date/s of onset unknown). She returned on (B)(6) 2010, and reported continued excruciating stabbing pain on the left side of her vagina as well as adductor pain. The physician noted an area of mesh erosion on the left side (type of mesh unknown), and subsequently attempted to remove the mesh from the area of erosion in his office (results unknown). The patient called the physician's office later that day complaining of a poking pain at the area where the mesh removal was attempted. On (B)(6) 2010, the patient returned to the physician's office for another follow-up appointment, where she complained of continued stabbing pain and pressure in her vagina. The patient also reported that she was having constipation, as well as pressure towards the left side and rectum area (date/s of onset unknown). The physician found that there were still several pieces of the corners of the excised mesh present, and noted that the edges of the mesh were still sticking out. The physician again attempted to remove portions of the eroded mesh in his office (results unknown). The patient returned to the physician¿s office on march 29, 2010, where she reported she¿d noticed on the previous day a piece of mesh protruding from her vagina, that she could still feel the mesh, and that she continued to have left vaginal pain. The physician noted that the area of mesh exposure was still present. On april 12, 2010, the patient returned to the physician with complaints of dyspareunia as well as tailbone pain. The physician instructed her to follow up in one year, and noted that he expected her to eventually have a complete cure of all her previous symptoms. Reportedly, the patient continued to experience problems with the mesh and returned to the physician on may 25, 2010, where she reported having passed a large piece of mesh the previous evening. The physician examined the patient and found the area of erosion to still be present, and scheduled the patient for a surgery to excise the exposed mesh. On june 17, 2010, the patient underwent an excision of the vaginal mesh (type of mesh unknown), and a revision of the vaginal mesh erosion. The physician noted that the patient complained of coccyx pain during the examination performed under anesthesia. During a follow-up appointment on july 21, 2010, the patient had continued complaints of dyspareunia and pain as well as complaints of fatigue. The physician instructed her to return in three weeks for suture removal (specifics unknown). The patient returned to the physician¿s office on october 11, 2010, for evaluation of continued pelvic pain and dyspareunia. She informed the physician that she could feel the apex of the mesh and was experiencing dysuria. The patient was instructed to follow up in one year, or as needed. Reportedly, since this appointment, the patient continued to experience urinary frequency, stabbing pain, pain in the tailbone, dyspareunia, and mesh exposure. The patient consulted another physician for these complications on january 25, 2011. During examination, it was noted that the patient had pain on palpation of the left side just inside the vaginal opening, and she was diagnosed with a possible contracture of the mesh (type of mesh unknown). On june 23, 2011 the patient underwent a surgical mesh excision in a hospital (specifics and results unknown). All other information, including the patient¿s current condition, is unknown and reportedly unavailable.